Event description:
It was alleged that the set had been in use for 30 minutes when air bubbles were observed in the set. As the set was removed from the pump, set was found to be leaking from the pressure dome. Closer examination by the account revealed a small puncture. There was no resultant pt complication.